Event description:
It was reported patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, the locking bar backed out and revision procedure was performed (B)(6), 2011. The locking bar was replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under warnings it states: "disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." The user facility is outside of the united states. No medwatch report was received. This report submitted (B)(6), 2011.